Event description:
Screws: implanted in 1999 broke post-operative. Pt was diagnosed with mandibular alveolar squamous cell carcinoma. They underwent right hemimandibulectomy, right supraomohyoid neck dissection, reconstruction of right mandible with locking reconstruction plate and screws. X-rays taken in 7/2000 showed multiple screws broken. During revision surgery all hardware was removed and replaced.